Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for a proglide and a prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle suture. Another prostyle suture was attempted with a cuff miss [suture retrieval issue] noted. A non-abbott device was attempted; the access site was still not dry. Manual compression was applied for 10 more minutes. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other devices referenced are filed under separate manufacturing report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.